Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent a revision procedure for an elective device replacement. During the procedure, this right atrial (ra) lead was unintentionally damaged by the physician. The lead was removed and successfully replaced.